Manufacturer narrative:
Service rep checked all voltages in the or rooms. System is strapped correctly. Ordering new camera. Possible loss of video sync per t.s. 5-25 removed and replaced camera. Adjusted to 70kvp with one sheet of copper. Cycled power 5 times no errors. Verified system is operating as intended.

Event description:
Customer reported, loss of video signal which produces symptoms of bootup, but no fluoro.